Event description:
It was reported that a review of a presenting electrogram (egm) revealed a delay in this left ventricular (lv) lead and loss of capture (loc) is suspected. The patient was seen with a programmer and reprogrammed to left ventricular (lv) lead pacing only. It was noted that the patient is depended. Technical services (ts) was consulted and noted there was a delay in the left ventricular (lv) lead so possible lv loc. The health care professional (hcp) states the patient is not scheduled for revision and is likely not a candidate for a procedure. Lv lead reprogramming determined there is lv lead capture in different vectors. This lv lead remains in service. No adverse patient effects were reported.